Manufacturer narrative:
(B)(4). An arc mark was noted on the device can; further analysis indicated the presence of lead material. The device was tested on the bench and no anomaly was found.

Event description:
This report is to advise of an event observed during analysis.